Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a display anomaly and the customer experienced high blood glucose. The blood glucose at the time of the incident was 440 mg/dl which they treated with a bolus. It was stated that the display was solid white. Troubleshooting was performed and it was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display. No solid white display during our testing. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.